Event description:
Information received regarding the explanted device notes a loss of capture and ventricular lead impedance of >1900 ohms in t he unipolar mode. During invasive examination, lead impedances with a psa were 480 ohms in bipolarr and 500 ohms in unipolar. When attached to the generator, 1900 ohm impedances were reproduced in both unipolar and bipolar. The device was replaced.